Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. However, a potential root cause appears to be specification misalignment between baxter and bd. Per bd product specification (B)(4) rev 04 for cannula,level lock, interlink bulk non-sterile, the baxter lot tolerance percent defective (ltpd) requirements will be used by baxter incoming as the specification requirement it53. Adjustments were made at the time the defects were identified. It is possible a small, limited quantity of units with the defect is mixed in with good product. Based on information, the 1 or 2 defective pieces identified at baxter are within acceptable quality limits for all batches. No related manufacturing issues reported. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. No corrective actions are warranted at this time. As part of continuous improvement efforts, and to prevent any issues from arising, the identified mold cavities outside the(B)(4) and iso 594-1 specification will be brought further into specification prior to manufacture of new batches of this material. All other cavities will be evaluated and adjusted to be more centered within the existing specification range. Expected due date: (B)(6) 2020. An effective check will be performed using three full shots of products. These will be sampled and tested using bd multivariable gauge #(B)(4) and iso 594-1 fig.3c to confirm the female luer is within dimensional specification. In addition, all samples will be leak tested per procedure. Bd appreciates you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. DHR review: release date: (B)(6) 2020. Released quantity was (B)(4) . No related manufacturing issues reported. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 0070671 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Root cause description: a potential root cause appears to be specification misalignment between baxter and bd. Rationale: no corrective actions appear warranted at this time. As part of continuous improvement efforts, and to prevent any issues from arising, the identified mold cavities outside the (B)(4) and iso 594-1 specification will be brought further into specification prior to manufacture of new batches of this material. All other cavities will be evaluated and adjusted to be more centered within the existing specification range.

Event description:
It was reported that 8 17 g bd blunt plastic cannula (bns) had defective catheter adapters. The following information was provided by the initial reporter: "it was reported that the device did not pass a luer gage test. (B)(4).